Manufacturer narrative:
The device was returned to olympus and the reported issue was confirmed. There was no image. The image returned after aeration. Additionally, the evaluation revealed: adhesive on bending section cover (a-rubber) had a crack and was peeling, plastic distal end cover (c-cover) had a dent, objective lens had a crack/chip, and adhesive around light guide lens had a pinhole. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis exera iii gastrointestinal videoscope relayed an image on the screen which was blurry. The issue was observed during reprocessing. There were no reports of patient harm or impact associated with this event.